Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose level was 410 mg/dl. Additionally, it was reported that a cartridge alarm 06 occurred while the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issues; however ultimately the customer reverted to an alternate method of insulin therapy.